Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va05lfj, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient did better with their peripheral nerve evaluation trial than their permanent implant. It was stated that a revision or replacement of the lead was going to be performed in the future. The surgeon contacted the patient to tell them he could improve their outcome with a lead revision. The lead revision was scheduled for (B)(6) 2014. The patient¿s status was reported as no injury and there were no patient symptoms or complications associated with this event. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient's revision was rescheduled for (B)(6) 2014.

Event description:
Additional information received indicated patient had 50% percent improvement. There was no reason for less than 50% improvement indicated, except for possible less than optimal lead placement. No reprogramming needed and was doing well.

Event description:
Additional information received indicated that manufacturer representative was in the operating room for the lead revision with the patient on the day of this call.